Manufacturer narrative:
Despite multiple attempts, no additional information is available at this time. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented to the hospital following a syncopal episode. A hospital physician wanted a local field representative contacted to come and check the device. No additional adverse patient effects were reported. This product remains implanted and in service.